Manufacturer narrative:
Lumenis investigated the reported events by contacting the user facility directly to request patient treatment settings and patient photographs. Treatment settings for one patient and multiple patient photographs were provided by the initial reporter. Despite reasonable attempts lumenis was unable to obtain specific patient information. An examination of the subject device lightsheer desire laser system concluded the software programming for treatment settings exceeded recommended parameters for the handpiece deployed during use. An examination of subject device lightsheer desire laser system labeling found the physician recommended treatment settings did not match the settings identified by the subject device software when specific patient skin types and hair color were selected. A review by a lumenis medical director of potential risk to patients treated with subject device lightsheer desire xc handpiece having the incorrect system software installed found patients of darker skin types may be more likely to sustain transient pigmentary changes. No risk to the general public exists. An examination of subject device lightsheer desire laser system labeling found the following warnings: "the laser can cause epidermal injury. The risk increases with greater laser fluence and skin pigmentation: - darker skin types and individuals with a suntan are at a higher risk for pigmentary changes in the treatment area. These patients should be treated with lower fluences and longer pulse durations than similar skin types that are untanned or have a lighter skin color. Perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment."

Event description:
Lumenis received a report from a foreign user facility stating five (5) patients sustained "second degree superficial" burns and "crusting" following laser hair removal treatment with a lumenis lightsheer desire xc handpiece. Patients were reported to have sustained pigment changes to affected skin. No skin patch tests were reportedly performed on the patients prior to treatment.